Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, f/u imaging identified a proximal type I endoleak. Coil embolization was performed on an unk date to treat the endoleak, but the endoleak persisted after the procedure. On (B)(6) 2012, a f/u CT scan showed a proximal type I endoleak, with aneurysm enlargement to 64 x 58 mm. On (B)(6) 2013, an additional procedure was performed to treat the persistent proximal type I endoleak. The proximal portion of the trunk was removed, and a surgical graft was implanted into the remaining devices. It was reported the endoleak appeared to be related to an inadequate proximal seal zone. The endoleak was resolved at the end of the procedure, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.